Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a cosmetic damage and critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected critical pump errors were noted during testing. After further review of the device interior, there are signs of previous moisture presence and corrosion underneath the aa battery connector. Device was received with a crack in the battery tube that extends to the top of device where a huge chunk of the battery threads broke off. Inserted a test p-cap into the retainer ring, and it locked in place properly.